Manufacturer narrative:
Unit received with missing retainer and partially broken off reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the plastic thing where you put the reservoir keeps coming loose and the top of the pump is cracked. The customer woke up this morning and the reservoir was out. The customer reported that the plastic clear ring is loose, 1/4 inch crack and missing piece like a chip. The reservoir was unable to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.